Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level read high (>500 mg/dl) while wearing the pod between 24 and 36 hours. When removed from the infusion site (back), the pod's cannula was found bent. As treatment, the patient applied a new pod and administered a correction dosage if insulin.

Manufacturer narrative:
The returned device was evaluated and the exposed portion of the soft cannula was observed to be kinked during the investigation. A leak test was performed, and fluid did not pass through the distal tip of the soft cannula and was instead diverted and exited through a tear on the soft cannula. It cannot be determined when or what caused the damage to the exposed portion of the soft cannula. In addition, the top housing was observed to be cracked, however, the cracks did not affect the functionality of the device.